Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump, cleared malfunction, and planned to resume insulin delivery and reactivate cgm, with no additional actions documented from technical support.